Event description:
Boston scientific received information that this device was explanted and returned for analysis with no allegation from the field. Initial analysis found the device was in device returned in factory fallback fault. No adverse patient effects were reported.

Manufacturer narrative:
The device is in detailed analysis. This report will be updated when analysis is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. External visual inspection noted no irregularities. An interrogation found the device is in factory fallback mode, indicating a power on reset occurred. Manual electrical measurements noted normal sensing, pacemaker, and defibrillation output. The device passed the labeled longevity calculation. The cause of the power on reset could not be determined. The device operated normally after code was restarted.